Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was examined by using a microscope at 10x magnification and was found to have a damaged, missing tip with multiple damages and nicks to the cutting edge. The blade condition appears to indicate that it had been used. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that no additional complaints were associated with the reviewed lot. Damage to the tip and cutting edge of the blade like that observed can result in a complaint as described by the customer. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the preparation tray, or contact with another instrument during surgery or set-up. Due to the condition of the blade that appears to be used with missing tip and multiple damaged cutting edges, improper handling is suspected. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife did not cut during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).